Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received a stimulator near end of service message on the remote control. The patient underwent a procedure wherein the non-rechargeable implantable pulse generator (ipg) was replaced with a rechargeable device. The patient was doing well postoperatively. The explanted ipg will not be returned, per hospital policy.